Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed to replace the lead. Upon opening the pocket, a 90 degree kink was noted four centimeters (cm) from the terminal pin. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.